Manufacturer narrative:
(B)(4). The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A batch review was performed for lot number h10g15050 with no defects noted. The sample was not available for evaluation therefore this complaint was not confirmed and the cause was undetermined. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported a fluid leak at the small area on the cassette where the line is crimped around the barb of the connection. The patient noted wet contamination and disposed of the whole setup including the solution bags. The home patient was tired as it was midnight, thus the patient did not do another setup and did not do dialysis treatment for the night.